Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for anlysis. There were no issues noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located 5mm distal of the proximal edge of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. A 2cm peripheral cutting balloon was selected for use during a re-vascularization of the arteriovenous (av) fistula. The lesion anatomy was mildly tortuous. During the procedure, the first inflation was completed and during the second inflation, the balloon burst at 8atm. The physician stated that this issue occurred maybe from some scraping when the device was initially removed and re-entered. The device was removed from the patient with no issues and was still intact. The patient was treated as expected; the lesion was acceptable after the first and part of the second dilatation. There were no patient complications. The patient's status post procedure was good.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. A 2cm peripheral cutting balloon was selected for use during a re-vascularization of the arteriovenous (av) fistula. The lesion anatomy was mildly tortuous. During the procedure, the first inflation was completed and during the second inflation, the balloon burst at 8atm. The physician stated that this issue occurred maybe from some scraping when the device was initially removed and re-entered. The device was removed from the patient with no issues and was still intact. The patient was treated as expected; the lesion was acceptable after the first and part of the second dilatation. There were no patient complications. The patient's status post procedure was good.